Event description:
It was reported that an unruptured fusiform aneurysm in the posterior communicating artery (maximum diameter 11 mm, neck 5.5 mm) was treated with dual antiplatelet therapy and an attempted pipeline embolization device flow diversion using a headway microcatheter. During the procedure, significant resistance was encountered while advancing the stent through the microcatheter in the distal section. After the stent exited the microcatheter, it was observed to be twisted and could not be resheathed into the microcatheter or successfully deployed. The pipeline device became stuck in the distal section of the catheter during deployment. The operator attempted to release load (slack) in the system without resolving the issue, and the entire assembly was withdrawn. The catheter was flushed continuously with heparinized saline, and no catheter or pushwire damage was reported. Post-procedural angiography showed complete aneurysm occlusion with preserved parent vessel patency. No patient complications have been reported as a result of this event. The landing zone was 3.8mm distal and 4.3mm proximal. The patient's vessel tortuosity was moderate. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.